Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customers blood glucose level (bg) was "high"; although specific value was not provided and experienced symptoms of diabetic ketoacidosis. Reportedly the customer lost consciousness, fell and required assistance from the customer¿s father who gave a manual injection to address bg.